Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had alerted without messages being displayed on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the perfusionist stated that they were hearing an audible level alert message, but there was no messaging in the messaging area of the ccm or the alarm/alert area of the secondary screen. The perfusion team discussed the occurrence with the manufacturer's clinical specialist, and concluded that it was a coupling and decoupling of the level sensor pads too quick to generate the message on the ccm. Neither the pads nor the cables were exchanged on bypass. This did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event. The case continued without issue.